Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. The tenaculum forceps instrument was found to have a broken pitch cable and broken grip cable at the distal end. The broken pitch cable segment that contains the crimp was still installed in the clevis. As a result of the breakage, the entire distal wrist was completely dislodged from the main tube. The instrument was found to have the main tube broken. A piece measuring proximately 0.335¿ x 0.428¿ was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. The hypotubes were found bent inside the main tube. Additionally, the proximal clevis exhibited mechanical indentations. This failure is most commonly cause by mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product. System logs showed that the instrument was last used on system number (B)(4) on (B)(6) 2020 and it had 5 lives remaining. Based on the information provided at this time, this complaint is being reported because the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury reported, if this failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information. There was no report of patient injury or death related to the reported issue. The procedure was completed with a spare instrument. No instrument fragment fell inside the patient and there was no procedure delay. The customer was unable to provide additional patient-related information.